Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported that during a cesarean section, the fixation tab was broken during wound closure on the fascia. A labeled winding former and a needle stratafix symmetric pds plus suture of product code sxpp1a301 was received for evaluation. During the visual inspection of the needle, the swage and attachment are were noted to be as expected and some marks by surgical instrument could be observed on the body needle. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at one of the sides appears to be by use of a surgical instrument. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicate an improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the fixation tab was broke. There were no adverse patient consequences reported. No additional information was requested.